Manufacturer narrative:
The event occurred on an unspecified date ¿in june¿. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified bacterial infection. The infection site was not specified. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal drug for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. No additional information is available as the reporter declined follow up.